Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2026.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. No intervention was performed. Additional information was requested and not received. The patient had no adverse consequences due to the event.